Event description:
It was reported via repair work order that the siderails would not lock in position due to all siderails were damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.